Event description:
A healthcare professional reported that a silent nite 3d device had broken parts.

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Limited additional information was provided by the healthcare professional, as they refuse to provide more information. Information provided was added in the following sections: a2 a3a b3 b5 manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a sleep appliance experienced broken parts. The location of the breakage was not specified. The appliance was delivered to the patient on (B)(6) 2025. The patient reported the issue on (B)(6) 2025. Per the report, the healthcare provider did not observe any patient symptoms or injury related to the event. It was reported that the patient discontinued use of the device on (B)(6) 2025. No additional medical or surgical procedures were required. Per the healthcare professional, the patient followed the cleaning and storage directions. The appliance was replaced with a similar product and the patient's oral hygiene was described as excellent.